Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and was unable to duplicate the reported event. As part of his inspection, the technician tested the articulation and movement of the table several times and found the table to be operating according to specification. The table was returned to service. The table is not under steris service agreement for maintenance activities; the user facility's biomed department is responsible for all maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 4085 surgical table made an uncommanded movement into left tilt and trendelenburg position. The patient was stabilized and transferred to a different surgical table resulting in a procedure delay. The procedure was completed successfully. No report of injury.